Event description:
Per the clinic, the implanted device was reportedly moving and subsequently, the patient underwent an explant surgery under general anesthesia on (B)(6) 2024. During the surgery, it was discovered that the fixation screw was loose. The device was explanted and the patient was reimplanted with a new device during the same surgery.